Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving an lioresal with concentration 2000 mcg/ml at a dose rate of 999.6 mcg/day viaan implantable pump for an unspecified indication for use. It was reported that the patient¿s pump began alarming this morning with the critical alarm. The clinic had him come in and they read the logs. It showed a motor stall occurred yesterday around 8 am and then recovered around 10. However, another motor stall then occurred this morning ((B)(6) 2020) at 9 am and had not yet recovered at the time of reading the logs at 12:30. They decided to reduce the pump to the lowest therapeutic rate and supplement the patient with oral baclofen until they can get the pump replaced. Silencing the active pump alarm was being considered. A pump replacement was planned, but not yet scheduled. The issue was not resolved at the time of the report. There were no known environmental or external patient factors that led to the issue. The patient was without injury regarding their status at the time of the report. It was noted that the hcp had no further information regarding the event. The patient¿s weight and medical history were noted as having been requested but were unknown. No patient symptom was reported. No further patient complications have been reported as a result of this event.